Event description:
Patient was implanted with tibia nail on an unknown date complained of painful hardware, date unknown. Patient returned to or on (B)(6) 2012 for hardware removal. During the removal process surgeon was having a hard time inserting the extraction screw into the tip of the nail. Surgeon selected another extractor bolt to remove the nail having to use the slap hammer to get the nail out. It was noted there was a lot of bone growth on the nail and in the proximal holes. The procedure was prolonged approximately 20 to 30 minutes. The procedure was completed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Device used as treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The material was measured with a niton gun and met specifications. Discoloration and damage to outer nail surface due to extraction. The extraction screw is jammed in the nail. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. Nail extraction is historically a technically challenging procedure. Care must be taken to visualize radiographic that the extraction screw is properly aligned with the proximal portion of the nail. Attempts to force the entry of the extraction screw at an improper angle can cause damage to the threads of the extractor preventing proper use. There are many factors that can contribute to complaints of this nature including but not limited to: tip geometry, material, finish, previous damage and surgical technique. There is insufficient information to determine which of the possible contributing factors is the cause of the complaint. Severity of this report is also within the bounds accounted for in the risk analysis.